Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, resulting in the decision to explant the device. The device was explanted (B)(6) 2016, the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
.